Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the clinic, it was reported that the patient developed a post-operative staphylococcus aureus infection. Subsequently, the device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.

Manufacturer narrative:
This report is submitted on 28 august 2020. (B)(4).